Manufacturer narrative:
Per evaluation, the oxygen (o2) sensor passed all tests and the complaint condition was not duplicated. The voltage reading was 1.95 volts which was within specification. With the blender setpoint of 21%, 30%, and 80%, the central control monitor (ccm) and o2 analyzer readings were in acceptable range and met specification.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The voltage from the o2 sensor with 100% o2 was 2.162 volts direct current (vdc), which is within specification. With the blender setpoint at 30%, the central control monitor (ccm) reported 30.0%, the external o2 analyzer showed the actual o2 as 26.7%, which is outside the acceptable +/- 3%. The srt installed a new o2 sensor and ran applicable phase 2 tests. The epgs operated to manufacturer specifications and was returned to clinical use.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the electronic patient gas system (epgs) failed the oxygen (o2) sensor reading accuracy portion of the verification test. This is considered an "out of box" failure. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.